Event description:
It was reported that a large volume intermate had a black mark on the filter. This was identified after filling. The device was filled with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 14, 2013 ¿ july 15, 2013. One unit was received for evaluation. Visual inspection on the unit noted a black mark on the filter of the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.